Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8078523 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8078523 during this production run. Root cause description: this is the 1st complaint for the lot# 8078523 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8078523 during this production run.

Event description:
It was reported that the syringe 5ml saline fill china sp experienced leakage. The customer reported, "during using, it was found that leakage form the connection site. Resolved the leakage issue by replacing a new flush."